Event description:
This report is being filed upon notification from our x-ray MFR to submit this event. Problem: the radiation exposure badge report on the radiology doctor has been above normal for several periods. Also, a cerebral embolization pt's hair had begun falling out in their radiated area. This doctor is concerned that the system is putting out too much radiation.

Manufacturer narrative:
Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.